Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of system revision due to infection. No additional adverse patient effects were reported. The ra lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of system revision due to infection. No additional adverse patient effects were reported. The ra lead was explanted. Additional information indicated that the patient had exhibited sepsis. The patient received long-term antibiotic treatment. No additional adverse patient effects were reported.